Event description:
It was reported that during a laparoscopic colorectal procedure, the surgeon went to apply the first clip and applier jaws closed over the vessel and would not open. Another same device was opened and used to clip the vessel and so the jammed applier could be removed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. Upon firing of the device, the clips were fed and properly formed. In addition, the device locked out as intended but the orange indicator was not completely visible. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The final quality release criteria were met before this batch was released for distribution.